Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
Complaint info received via medwatch report. It was reported that the procedure was being performed on a male pt dob (B)(6) 1944 following a code situation in the ICU. Report states: the pt was given epinephrine to increase his pulse. Using a seldinger technique, an attempt was made at placing a right femoral central. After a flash of greater than 5 ml of blood, the wire was fed into the syringe, and as the wire was pulled out, the wire stretched and extended into a single filament rather than a coiled filament. The entire syringe assembly was removed and pressure was held over the wound site and repeat prep for a central line was done on the left side. As a result, a new kit was opened and the catheter was placed successfully on the left side. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.